Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, stent deformation occurred. A 3.5x12mm promus element stent was implanted in the right ostium. Three week after initial procedure the patient was readmitted due to chest pain. Investigation revealed that implanted stent was deformed. A non-bsc stent was used to treat the lesion and damaged stent. There were no patient complications reported and the patient status is stable.